Event description:
It was reported that customer experienced pixel issue on pump display. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy and utilize mobile app as required.